Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was repositioned due to migration. To date, the device remains implanted. No additional adverse patient effects were reported. Additional information was received indicated that the device migrated again and was repositioned left subpectoral. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had migrated. A pocket revision was performed and the device was repositioned. No additional adverse patient effects were reported.